Event description:
As stated by the customer (B)(6) 2012: ¿resident fall- shower trolley was transported from shower area to resident room. Bed of the shower trolley is kept in vertical position for storage so, care givers brought bed from vertical to horizontal position for transferring. According to the care giver and her ¿buddy¿ shower trolley made a clicking sound when brought into horizontal position. Resident was transferred from bed to the trolley by using a ceiling lift and after transfer the sling was kept under the resident. Resident was transported from room to the shower area where care givers rolled resident on one side to take the sling out. According to the caregivers once the person was on one side of the trolley the locking mechanism of the bed of trolley failed and bed went from horizontal to vertical position resulting in resident fall.¿

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hosp (B)(4). Additional info will be provided upon conclusion of the MFR¿s investigation.